Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 438 mg/dl. It also stated that insulin pump went blank. The customer declined troubleshooting for high blood glucose. The customer reported that the display did not returned. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self-test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display noted. Insulin pump was received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, missing end cap sticker and minor scratches on display window noted.